Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
(B)(6) 2023 update ncm clinician reported back stating the internal hex was stripped. Per indicated: stripped symptoms as a result of the event: no surgical/medical intervention required for permanent damage: implant removed additional appointment required: no was the procedure completed using another implant or another device? Yes new implant placed.